Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image issue occurred due to damage to the image sensor unit and/or its cable. However, the root cause could not be determined. This supplemental report includes a correction to b5 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
During an unspecified procedure, while moving the tip of the device, the image was lost, and the screen went black. When the tip of the device was returned to its original position, the image was restored. The physician moved the tip of the device again, and the image was lost again. There was no error message displayed. The procedure was prolonged; however, the exact time of delay is unknown. The device was not replaced by the user during the procedure. It was confirmed that no medical intervention was required, and the patient was not affected or harmed by the reported failure.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a failure in the image acquisition at an angle. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no image. In addition, the evaluation found the following; the angle wire became longer than normal and deterioration of the adhesive was found. The plastic distal end cover had light discolorization. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.